Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicated that they were able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The stent had not been deployed beyond the recapurability limit listed in the instructions for use (IFU). The procedure was delays by 15 minutes due to the event. The delay was not clinically significant. Complaint conclusion: as reported by the field, during a stent-assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7343257) partially released in the patient¿s body. The physician tried to withdraw the stent for adjusting due to the inaccurate positioning. Doctor encountered resistance with the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and the stent could not be retracted. Then, the physician removed the microcatheter and stent from patient¿s body and switched new devices to complete the surgery. The procedure was prolonged about 15 minutes. No patient injury was reported. Additional information received indicated that they were able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The stent had not been deployed beyond the recapurability limit listed in the instructions for use (IFU). The procedure was delays by 15 minutes due to the event. The delay was not clinically significant. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent-assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7343257) partially released in the patient¿s body. The physician tried to withdraw the stent for adjusting due to the inaccurate positioning. Doctor encountered resistance with the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and the stent could not be retracted. Then, the physician removed the microcatheter and stent from patient¿s body and switched new devices to complete the surgery. The procedure was prolonged about 15 minutes. No patient injury was reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4. Lot: the lot number was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00492. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.